Event description:
It was reported that the compressor unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files from connected ventilator were not attached to this investigation. During further investigation of the reported issue it was found that the standby valve was defective and required replacement. After replacement of the standby valve, the compressor was tested and it passed all functional and safety tests and was cleared for clinical use. No parts were returned for further investigation. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigations, the most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve.